Event description:
A customer observed biased amon qc results on the vitros 950 analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the calibrator responses were low compared to expected values, but that post-calibration qc was acceptable. Testing the same preparation of qc fluids with a new slide cartridge, and on an alternate analyzer, yielded acceptable results. On-site service cleaned the incubator and reflectometer and replaced the evaporation caps. After servicing, the system was restored to expected operation. The root cause of the event was not determined.